Event description:
A health care professional from a doctor's office contacted lifescan on behalf of the patient and reported that the patient's one touch ultra meter kept giving the error 4 message and that they were given insulin. The subject meter was a brand new product and the patient had attempted at home try and test on it. Since they were unable to get a result they kept getting error 4), they called the doctor's office and were asked to go there and the nurse would show them how to use the meter. Headache and blurred vision were symptoms that were reported by the nurse; however, the patient denied having any symptoms. The patient further mentioned that they were not given any insulin shots, but were just given a prescription for insulin. A result of 287 mg/dl on a freestyle was reported by the nurse. However, the patient denied being tested on another meter while at the doctor's office. They mentioned that a lab draw was done and the results were not provided to them. During torubleshooting, it was verified that the testing technique was correct. The reporter was asked to retest, but the issue persisted and the error 4 message appeared on the display. A replacement meter, control solution, and test strips were sent to the patient.